Manufacturer narrative:
E.1. Initial reporter facility:(B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-jan-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device this incident, it was determined that the failed to install win security updated from security module. A technical support specialist (tss) found security module database was corrupted and resolved the issue by loading ssms and running cleanup scripts and corrected the iis settings that had not been configured for proper device connections. After these fixes, the server became fully functional, and client devices were able to connect and receive updates. Tss found the update schedule had too many devices attempting to update simultaneously, which was causing the windows server update services (wsus) database to crash. Tss randomized the update days and times to prevent all devices from requesting updates within a short window. Tss make devices were set to no auto reboot, which makes the schedule less critical, this configuration is not recommended because multiple pending updates can accumulate and eventually break device functionality if regular reboots are not performed. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had failed to install windows security updates. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.